Manufacturer narrative:
(B)(4). Corrections/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports he was unable to recharge his ipg and the programmer displayed an error message. The patient reports he has not recharged his ipg for approximately five months. A replacement charging system was sent to the patient which did not resolve the issue. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.